Event description:
It was reported to philips that the system did not bootup correctly into service mode. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system does not respond when entering psc (service) mode. Upon troubleshooting, the fse found the suite pc software crashed. To resolve the reported issue, the fse reloaded the suite pc software, and the system was returned to use in good working order.